Manufacturer narrative:
A customer in germany using vitek® 2 systems software release version 9.02 notified biomérieux of a termination of an ast card. The customer¿s testing (using maldi-tof) identified the organism as staphylococcus aureus; however the vitek 2 ast-p619 card terminated. The customer repeated the ast test, but were unable to select the staphylococcus aureus organism for the ast calculation without obtaining an internal system error on "isolate detail view". The isolate with accession = (B)(6), ID=(B)(6) remained in the preliminary state. For the repeat ast test, a few antibiotics terminated (oxacillin, daptomycin, and tigecycline). However, the entire card did not terminate. The root cause was determined to be related to the design of the vitek 2 software version 9.02. Advanced expert system¿ (aes) analysis is not robust enough to process missing information (e.g. Beta-lactamase offline-test result, or missing antibiotic results like oxacillin) while trying to perform phenotypic deduction. When the vitek® 2 systems software application receives an unexpected (empty) result for the aes analysis engine (depending on the isolate¿s card product type configuration), the isolate will remain in the preliminary state and will not be automatically sent to any external communication systems (lis). Biomerieux recommends the following workarounds for this specific issue: disable the configuration options for ¿enable deduction by phenotype¿ and "enable deduction without expertise¿ in the aes configuration for the aes parameter set(s) and reanalyze the impacted isolate(s). Or remove antibiotics from the ¿antibiotics to deduce¿ list defined for each of the ast-gp card(s) and reanalyze the impacted isolate(s). This information was provided to the customer on 27dec2021.

Event description:
A customer in (B)(6) notified biomerieux of a missing patient isolate in association with the vitek® 2 v8.01hp rp5810 pc wes7 (ref. 421648, serial number (B)(4)) and software version 9.02. The customer initially tested the patient isolate using the maldi test method and vitek® 2 ast-p619 test kit, an identification of staphylococcus aureus and a terminated ast result were obtained. The terminated ast result was discarded at the isolate view/list before repeating testing. The customer repeated ast testing on another computer, an internal system error: view isolate error message was obtained. It was found the customer changed the sample origin which forced the error message again. There was a 24 hour delay in reporting ast as there was no result provided by the software; however, there is no indication or report from the laboratory that the missing result/delay led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.